Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that after over 5 years of support, during a routine checkup, an unspecified alarm appeared and the system was not able to maintain the set speed when connected to the power module with a grounded patient cable. The patient was reportedly asymptomatic. The system controller log file reviewed by the manufacturer's technical services representative showed 4 pump stoppage events and 16 low speed hazard alarms that only appeared to occur while the lvad was connected to the power module. On (B)(6) 2016, a percutaneous lead evaluation was performed by the manufacturer's technical services representatives. Alarms were unable to be replicated during full testing, including use with both grounded and non-grounded power module patient cables and patient thorax movements. The percutaneous lead was inspected and rescue tape was applied as a precaution. A non-grounded power module patient cable was provided to the patient for use with the power module. It was reported that the patient is being considered for elevation on the transplant list. No further information was provided.

Manufacturer narrative:
Device available for evaluation?: additional information. Device evaluation: the pump was returned with the percutaneous lead (lead) cut approximately 2 inches from the pump housing and the remainder of the lead was returned in one segment. Electrical continuity testing of both returned portions of the lead revealed that all wires were electrically intact. Examination of the lead, revealed that suture had been tied around a section of the lead which would have been internal to the patient at approximately 6 inches from the pump housing. Upon removal of the outer silicone sleeve, visual examination of the underlying wires revealed a breach in the green wire insulation at this location, exposing the inner metal conductors. Visual examination of the wires also revealed a breach in the red wire insulation adjacent to the nipple of the pump housing, exposing the inner metal conductors. All observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. Microscopic inspection and high potential testing did not reveal any additional areas of compromised wire insulation along the length of the returned lead segments. If the exposed conductors of either the green or red wire contacted the braided shield while the patient was operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused the low speed/pump stoppage events recorded in the submitted system controller log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was elevated on the transplant list due to the driveline issues. While waiting in the hospital for the transplant, the patient remained supported by a non-grounded power module patient cable and the device was reportedly working as expected. The patient received a heart transplant on (B)(6) 2016. No further information was provided.